Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 24 and 36 hours on the arm. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The soft cannula was not observed to be bent/kinked. The device generated an 0x34 alarm, indicating processor reset for unknown reason. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. The rerun data showed timeouts but no drive stalls and did not generate an alarm. The root cause of the alarm could not be determined. Since the batteries were slightly lower than expected and timeouts were reproduced in the rerun data, the device was rerun again while connected to a power supply. The rerun data showed no timeouts, drive stalls and did not generate an alarm.